Event description:
Clinical review/rationale: an impella cp was inserted via right femoral artery in a 60 year old female for cardiomyopathy the patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage d. The patient was also on va ECMO and awaiting heart transplant. On day 8 of support, it was reported the cp was repositioned. On day 9 of support, while in the intensive care unit, the patient experienced a type a aortic dissection. That evening, the patient was taken for dissection repair, re-cannulation of va ECMO, and upgrade to impella 5.5. The 5.5 was never implanted as the patient's condition was irrecoverable at this point, and the physician prioritized the aortic dissection repair. Only the y-graft was sewn on and the guidewire placed in the ventricle. 4 units of blood were transfused. The patient did not survive the procedure and expired the next day. The failure to advance impella 5.5 will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the implant attempt, however the attempt was aborted due to the patient¿s underlying critical clinical condition.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information were provided in d3 and g1. Upon review, it was identified that these were inadvertently omitted from the initial report. Corrected information were provided in d1 and d4. Upon review, the brand name and serial number have been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the delivery issue was patient's condition as it was beyond salvage so they aborted placing the 5.5.